Event description:
Information was received from manufacturer representative (rep) who reported when the lead kit was opened by the operation room staff, the scrub technician noticed a smudge on the inside of the sterile plastic cover. After examination it appeared to be the glue that is used on the paper. Cause is unknown. No symptoms were reported. It was reported that product will be returned.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6) found that the lead packaging had foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc updated upon investigation closure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.